Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge drops suddenly to 5% after being disconnected from a power source. The battery then jumps back to around 70% after being reconnected. Customer reported blood glucose level was 142 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.